Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that the lead was returned with the stylet in the lead, the stylet was bent at various locations (including near the tip) and resistance was noted during insertion. Additionally, blood was visible in the helix and the exposed rv lead coils were found to be slightly distorted at 59.7 centimeters. The analyst commented that the lead damage occurred during the implant attempt. (B)(4).

Event description:
It was reported that a "bend was noted on tip of lead." The physician asked for a new lead. No patient complications have been reported as a result of this event.